Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the involved angio-seal device was used on a 6 french access site for closure of the right common femoral artery. The device was prepped and assembled in a normal fashion. As the device was inserted into the angio-seal sheath, everything seemed ordinary. The device clicked together correctly, and the secondary click when setting the anchor seemed to be no different than all other successful deployments. However, the anchor never exited from the distal end of the sheath. The anchor, and all other components of the device stayed inside the angio-seal sheath. As the entire device was brought back for the anchor to grab the inside of the vessel wall, the entire device came out of the groin site and manual pressure had to be held for hemostasis. No harm was caused to the patient and surgical intervention was not required. The patient condition was stable. The event occurred intra-operative. The procedure outcome was successful. There were no other devices or equipment used with the reported product.